Manufacturer narrative:
Date of event: the event date of (B)(6) 2020 is an estimated based of the aware date of (B)(6) 2020 as the exact date was not reported. Batch lot number 19503bd would not populate in gcms.

Event description:
It was reported that the device was contaminated. A 6fx11cm and 9fx11 cm super sheath introducer sheaths were selected for use for a transcatheter aortic valve replacement procedure. During preparation, a discolored liquid substance inside the packaging of the device was noted. The procedure was completed with another super sheath introducer sheath. No patient complications were reported.